Manufacturer narrative:
Product complaint # (B)(4).

Event description:
It was reported that a patient underwent an eventhroplasty procedure on an unknown date and suture was used. At the time the suture was cut, they were performing a plane closure of the abdominal wall in surgery. Three units were used that were cut when tying, all 3 belonged to the same lot. The procedure not delayed due to the reported event, and completed successfully. No fragments were generated. No adverse patient consequences were reported.